Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.5x15 nc trek rx dilatation catheter was advanced without resistance to the target lesion. The balloon was inflated; however, blood came into the indeflator during the first inflation at 6 atmospheres. Reportedly, the physician suspected a balloon rupture. The 2.5x15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott dilatation catheter was used. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear/hole in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.